Event description:
In 2009, the pt/layperson complained that she obtained error messages on her onetouch ultralink meter and also suffered hypoglycemia. The customer care advocate, cca, replaced the meter and test strips. This senior medical surveillance specialist spoke with the pt on 3/26/09, receiving additional info in early 2009 event. The pt's endocrinologist recently advised the pt to contact lifescan to report the error messages and to request test strips to replace those wasted due to the alleged error messages. Results in correct unit of measure, mg/dl. On that day, the pt ate cereal for breakfast; amount of insulin possibly bolused and morning result not recalled. From 10 am to before 2 pm the pt shopped; "I may have over-shopped". Before ordering a subway sandwich prior to 2 pm, the first food since breakfast, the pt attempted to test on the meter. Receiving an error message, the pt tested on her backup meter, result 120. The pt bolused insulin, amount not recalled. At 2 pm while waiting in her cardiologist's office for a routine appointment, the pt had "stomach jitters", usually a sign her blood glucose is falling. Admittedly a brittle diabetic, the pt often has no symptoms until she is already low. Obtaining another error message, the pt used her backup meter, result 48. She then ate two glucose tablets. Although perspiring and confused, the pt does not recall if these symptoms started before or after consuming the glucose. When the cardiologist noticed the pt's condition, he gave her a 12 oz glass of orange juice; she drank the entire contents. By then the pt was "soaked" with sweat. The cardiologist elected to admit to the ER where her blood glucose on their meter was 49 and she was treated with IV glucose. The pt was later fed dinner and released at 8 pm when her blood glucose rose to between 190 and 200. The pt did not allege harm, stating, "I have had reactions before [since being diagnosed in 1981]." Reportedly the pt has obtained error messages with strips from several vials both before and after the alleged event. The pt was advised to note the error number, refer to the owner's manual, and call customer service. Because the pt alleged she was unable to obtain results on the meter and later reportedly received treatment for hypoglycemia, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strips lot number used during event unk since pt no longer has the vial used in early 2009.